Event description:
A nurse reported a pt was not seeing well following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the pt is having difficulties with distance, near and blurred vision. He also stated the pt has a decrease in vision and posterior capsule opacification has been observed. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause of the complaint cannot be determined from the investigation. Add'l info was requested 01/19/2012 and 01/23/2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).